Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system would not power on. The surgeon side console and patient side cart power buttons were solid amber; however, there was a flashing blue power button the vision tower. The system details on the vision tower are all showing n/a's. The caller reported the site had very bad storms over the weekend. The system was hard power cycled several times and the vision tower condition never changed. The procedure was aborted with no reported patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the common compute controller (ccc). The system was tested and verified as ready for use. The ccc has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint during in-house testing. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station where it was connected to confirmed bricked through vmware. As a result of these findings, the root cause was determined to be a bricked ccc.